Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side "implant exposed," "exploration of left breast," the device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, a.6, h.6.

Event description:
Healthcare professional reported left side "implant exposed," "exploration of left breast," the device has been explanted.

Manufacturer narrative:
The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant exposed," and "exploration of left breast".

Event description:
Healthcare professional reported left side "implant exposed," "exploration of left breast," the device has been explanted.